Manufacturer narrative:
Insulin pump was received with compromised force sensor system alarm at 4.0 lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. Unit had missing end cap sticker on case.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.